Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that when a user initiated a telemetry patient transfer from a bed on one ics to a bed on another ics, the ics from which the patient was being transferred blanked out to a blank green screen and appeared to reboot. After the apparent reboot, normal monitoring function was reportedly restored. There was no patient injury reported. The ics central station has reportedly remained in use. (B)(4).